Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they received low battery alert and change battery alarm. The customer's spouse reported that the insulin pump would not turn on after they changed the battery. The customer's blood glucose was unknown at the time of incident. The customer's spouse was unable to troubleshoot. The insulin pump will not be returned for analysis.